Manufacturer narrative:
(B)(4). Batch # m92x0a. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that opened the packing and noted titanium tip was broken. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.